Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink pump/gravity continu-flo set became punctured and leaked during priming with an unspecified IV fluid. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; therefore a device analysis could not be performed. However, a retained sample was evaluated. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed on the retained sample, and the device operated per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.